Event description:
It was reported that the pt had an infection post implant and was on antibiotics intermittently since the device was implanted. He had three "sores/holes" (one in back and two over the device) and it was noted that he could see part of the device. The "holes" were painful and had "stuff" coming out of them, requiring that the pt change the bandages daily. He also experienced a shocking/jolting sensation every once in a while but noted that his device was working well. His primary care doctor was trying to find a surgeon to explant the device. Additional info was requested.

Manufacturer narrative:
(B)(4).